Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right-side "deflation" of a gel-filled breast implant. The device remains implanted.

Manufacturer narrative:
Visual analysis of the videos identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. . It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported, right side "deflation" of a gel-filled breast implant. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported rupture. The device has been explanted.